Manufacturer narrative:
(B)(4). Explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 06/09/2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the return sample showed that the lens was cut in half, most probably to make explant possible. The complaint cannot be confirmed. No further investigation was possible due to the condition of the returned lens. A review of the manufacturing records was performed. There were no non conformances with respect to the final product release process. The results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints revealed that no other complaints for this order number were received to date. The manufacturing record review did not show any non-conformances or an assignable cause for the reported complaint. The documentation showed that the production order was manufactured according to specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that a tecnis zma00u0175 was explanted from the patient's right eye because the patient was not happy with the multifocal lens. In follow up it was learned that the reason the patient was not happy was because the lens irritated her eye. The patient is reported to be doing fine.